Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿ do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during a thrombectomy procedure, a 132cm cereglide 71 intermediate catheter (nic71132u, lot unknown) was tight inside the shuttle guide sheath. When the user pulled out the cereglide 71 intermediate catheter, the base catheter had been drag into the aorta, preventing the user from getting the final images. There were no procedural delays. The procedure was completed successfully. There was no patient injury. Additional event information received on 06-may-2025 indicated that there was resistance between the cereglide and the shuttle. The device did not kink or bent prior to the event. The device was removed from the patient with no additional intervention. An adequate flush was maintained through the devices. It was noted by the physician, that when using the cereglide, the reported event is predictable as these patients often have more rigid arteries.